Event description:
Reporter claimed the aviva meter exploded when she tested and hurt her hand, potentially severely. No actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occured in (B)(6).